Event description:
Hip acetabular reamer handle did not keep reamer itself on the reamer handle, despite rotating reamer 1/4 turn clockwise on the coupler.

Manufacturer narrative:
The event was not confirmed as the device was not available for evaluation. Device history review could not be performed because the lot ID was not provided. Complaint history review could not be performed because the lot ID was not provided. The exact cause of the event could not be determined because the device was not returned for analysis.

Event description:
Hip acetabular reamer handle did not keep reamer itself on the reamer handle, despite rotating reamer 1/4 turn clockwise on the coupler.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.